Manufacturer narrative:
Additional information: patient identifier: (B)(6). Investigation summary: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Reference related MFR. Report numbers: 1221359-2022-04847 through 1221359-2022-05077.

Event description:
The customer reported two hundred thirty-one (231) false negative results with the binaxnow covid-19 ag card occurring in the month of (B)(6) 2022 performed on multiple patients. Event dates and patient demographics were not reported. This report is for result one hundred eighty (180) of two hundred thirty-one (231) confirmation testing, molecular testing (pcr or lamp), was performed within 48 hours using a sample obtained at the same site on the same day and generated positive results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. Per the customer no additional information will be provided on the false negative results or individuals tested. Per the customer, routine testing was being performed at k-12 schools and the ag cards have been functioning as expected. The customer did not allege a malfunction of the device and confirmed this is routine reporting per the binaxnow covid-19 ag card instructions for use (IFU).